Event description:
It was reported that upon interrogation, this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker was discarded and will not be returned for analysis.